Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the battery charge light emitting diode (led) was not illuminating. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) replaced the fuse and charge led illuminated for a moment then went out.